Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 the patient reported a spinal fluid leak from around the catheter causing postural headaches. Examination on (B)(6) 2018 showed saturated dressing. The catheter was explanted/not replaced on (B)(6) 2018. The device diagnosis was disposed of according to biohazard instructions. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was other cerebrospinal fluid (csf) leak from unknown area and the clinic diagnosis was csf leak with headaches. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract catheter tract. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2018-dec-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study on 2018-dec-20. It was reported that the device diagnosis was not applicable. No further complications were reported or anticipated.